Event description:
Customer alleged discrepant, back to back blood glucose results of 37 mg/dl and 82 mg/dl when testing was performed within 3 minutes on the advantage system. Customer reported having symptoms of low blood glucose and successfully self-treated with cranberry juice. A request was made for the return of the suspect device and replacement product was sent.